Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Catalog number and lot code of other device listed in this report: cat# 6541-4-812, lot# mye03, description: tibial baseplate impactor. Device manufacture date: 12/3/2004.

Event description:
It was reported that, "the doctor was impacting the tibial component with the final impactor when he noticed some black debri coming off the impactor. The black plastic pad on the impactor was visibly damaged (dents and grooves)."